Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). One actual used sample (cassette) was received for analysis with 3 solution bags attached. The evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and a void was noted in the solvent seal on one of the solution bags. Functional testing was performed which included leak testing, clear passage test, clamp function test, and device-device interaction testing. During functional testing a leak through the void in the solvent seal on the solution bag was noted. The reported problem system error 2240 was verified with the leaking solution bag attached. The cause of the reported condition was caused by a leak through void in solvent seal on solution bag. The reported system error 2240 was not verified after the leaking solution bag was removed. The cassette met product specifications. Should additional relevant information become available, a supplemental report will be submitted.